Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist advised them to stop aligner treatment. Their teeth are not straight and are loose. Requested additional information.